Event description:
In response to question related to extend that the implanted pain management device affected his ability to perform daily activities, the patient noted on survey that "this system does not seem to work." The patient is extremely dissatisfied with his experience with the implantable device and still takes oral medication daily to manage breakthrough pain. Additional information has been requested from the healthcare provider, but was not available at the time of this report.